Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump was showing zero volume left to infuse, but when pulled out, 35 ml was found remaining. No patient consequences were reported. No adverse effects were reported.